Event description:
The insulation tore after 10 minutes of use during erah surgery. No trocar was used, no mechanical stress on the retractor and the instrument was used in a normal manner. No harm to the pt.

Manufacturer narrative:
The tls2 35c was not returned in a timely manner, therefore, no investigation could be conducted.